Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error alarm. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, glucose/carb intake. The event involved product(s) mmt-1880, mmt-242a, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer reported receiving any alarms since hypoglycemia began affecting delivery. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-1880. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thump. No pump error noted during test or listed in the pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, cracked battery tube threads, and faded serial number label. Pump passed functional testing. No pump error noted during analysis or listed in the pump history download. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having low blood glucose of 70mg/dl at 4:30am. Customer passed out (customer did not lose consciousness). The low was treated with sugar, such as from soda. Customer mentioned that there were alarms since the low began (unknown what they were). Troubleshooting was partially done because call got disconnected. Pump was used within 48 hours of the low. Auto mode was used. Pump is not returning for analysis.